Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension line of four devices separated during intravenous infusion of IV fluids on four different horses in a veterinary clinic. The IV fluids were unable to be delivered intravenously into the horses' vein resulting in incomplete therapy. The incident did not cause any harm, injury or sustaining health consequences to the animals. The associated emdr report numbers are 3006425876-2025-00190, 3006425876-2025-00207, 3006425876-2025-00206 and 3006425876-2025-00205.

Event description:
It was reported that the extension line of four devices separated during intravenous infusion of IV fluids on four different horses in a veterinary clinic. The IV fluids were unable to be delivered intravenously into the horses' vein resulting in incomplete therapy. The incident did not cause any harm, injury or sustaining health consequences to the animals. The associated emdr report numbers are 3006425876-2025-00190, 3006425876-2025-00207, 3006425876-2025-00206 and 3006425876-2025-00205.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided six photos for analysis. The photos show the distal extension line separated adjacent to the luer hub and portions of the extension line extrusion were within the luer hub. The report of extension line/luer hub separation was confirmed from the customer provided photos, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.